Manufacturer narrative:
This supplemental report is being submitted to inform an additional investigational finding from the results of the final investigation. Updated fields: d4; g3; h6 and h11 the additional malfunction identified during the device evaluation: 7 missing echo signals. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was missing adhesive on light guide cover, missing adhesive on the forceps cover and a damaged ultrasound probe. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive on light guide cover, missing adhesive on the forceps cover and a damaged ultrasound probe. There was no patient involvement.